Event description:
Information received from the field does not address the patient's clinical status but notes that the device was functioning normally at 78 ppm in ddd mode. When the device was programmed to voo mode, ventricular pacing was at 35 ppm. The device accepted programming to vvi, but magnet rates were erratic between 75 ppm and 78 ppm. Therefore, the device was replaced.